Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had high blood glucose level and the insulin pump received unexpected restart alert. The customer¿s blood glucose level was 417 mg/dl at the time of incident. The insulin pump had blank display however it was resolved by troubleshooting. The insulin pump will not be returned for analysis.